Event description:
The MFR's rep reported that the pt was found unresponsive by her family and was admitted to the intensive care unit. The pt had dilaudid in the pump and the pump was last filled approx one month ago. No programming changes have been made sience that time; current programming has been verified as correct. The pt was reported to be breathing on her own. The pump was stopped. The pt has also been prescribed oral valium and the reporter believes that she may not have been taking valium for approx 10 days. The hcp susepects that she may have had a seizure and has consulted a neurologist and planned to perform an electroencephalogram. The hcp does not believe that the event was related to the pump. A follow-up report will be sent if additional info becomes available to us.